Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross transseptal device into the patient. While the physician was performing the transseptal puncture, a thrombus was noted on the was. All of the devices in the patient were removed and re-flushed. Transesophageal echocardiogram (tee) imaging showed no thrombus present. The activated clotting time was noted to be greater than 400 seconds. The physician then continued the procedure with the same devices. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no other patient complications that were reported to have occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was not returned; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037779052. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (stent/treated vessel/device implant site/device). Risk review a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross transseptal device into the patient. While the physician was performing the transseptal puncture, a thrombus was noted on the was. All of the devices in the patient were removed and re-flushed. Transesophageal echocardiogram (tee) imaging showed no thrombus present. The activated clotting time was noted to be greater than 400 seconds. The physician then continued the procedure with the same devices. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no other patient complications that were reported to have occurred.